Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller said the patient loses total control at night and soaks the bed every single night. Caller was irritated with the patient because the patient is saying they are going to have the device removed. Caller said it seems strange that the device doesn't work for the patient. Troubleshooting reviewed patient may adjust the amplitude or change programs. Troubleshooting did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the product did not work for them and noted it was not a flaw in the product but stated it hurt when they slept on the device/on their back. The patient wrote an additional note stating they had the device removed as it was causing pain when they slept on their back. They had to sleep on their back because they had a knee replacement. The issue has been reported as being resolved.